Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Event description:
It was reported that during a surgical procedure to remove a spinal tumour, the patient's dura was damaged. It was also reported the patient alleges they suffered a spinal cord injury as a result of the adverse event. No further information was reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product status unknown.

Event description:
It was reported that during a surgical procedure to remove a spinal tumour, the patient's dura was damaged. It was also reported the patient alleges they suffered a spinal cord injury as a result of the adverse event. No further information was reported.